Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "infection early onset" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible infection.

Event description:
Healthcare professional reported left side device removal is noted as "implant exposure," which was noted as not caused by the device and "poss. Infection." Device has been explanted.